Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample status: [x] no sample returned [] sample returned. Pictures attached: [x] yes [] no. Condition of samples: one picture provided for evaluation. Specific requirement(s): the picture provided was visually evaluated and broken red patient connector was identified. However, the defect is not determined to be a manufacturing defect. Section d: record review: related dsms/non-conformance records identified: [] yes [x] no [] n/a -not enough info for evaluation historical review: a historical review of the customer complaint database dating back one year revealed no trends of this nature against this finished good item or lot number. Therefore, no formal corrective action is warranted at this time. Findings/rationale regarding problem: based on the results of the sample evaluation, the defect has been determined to be caused by further processing performed by the user. Test result(s): [] defect confirmed [x] defect not confirmed results description: the defect is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: cracked arterial patient connector. Detailed inquiry description noticed a crack in the arterial threaded patient connector when connecting it to the fistula needle. The lines were replaced; blood never entered the defective system.